Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead exhibited high out-of-range impedance measurements. Surgical intervention was performed, and the lead was capped. No adverse patient effects were reported.